Event description:
While acquiring post-stress images, the ultrasound machine froze. The test was incomplete and we had to ask the patient to repeat the test.====================== manufacturer response for ultrasound, biomed ultrasound - echo machine======================siemens engineer was called in to check ultrasound unit. Completed level one and level two diagnostics. System passed. According to siemens, unit was operating properly. No solid explaination was given for freezing up.